Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion sensor. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The device was visually inspected and found moderate scratches on liquid crystal display (lcd) lens, bent battery compartment door contact springs. The event history log was reviewed and there were no errors related to the customer complaint. Functional testing was performed and the customer reported issue was not confirmed. Additionally, it was found that the downstream occlusion (dso) delamination and defective air detector sensor. Replaced dso seal, lcd lens, battery compartment door and air detector sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed dso/upstream occlusion (uso) sensor calibration and the device passed all functional testing after repair.